Event description:
It was reported that the device needed service. Upon evaluation of the device ventec observed that it had previously logged alarms for patient circuit disconnect and low inspiratory pressure. There were no reports of patient use associated with the reported issues.

Manufacturer narrative:
H6: the device was received by ventec where its electronic records (system logs) were downloaded for analysis. Ventec confirmed that the device had previously logged alarms for both low inspiratory pressure and patient circuit disconnect. The device was then evaluated by ventec where the reported issues could not be duplicated. Ventec confirmed proper device operation through functional and performance testing. The cause of the reported issue could not be conclusively determined.